Event description:
It was reported that the visions pv 8.2f catheter tip broke off inside the patient's body during the endovascular aneurysm repair (evar) procedure. The tip was successfully snared with a 15 mm snare device and was snared from the right (rt) femoral artery. The target lesion was ruptured, tortuous abdominal aortic aneurysm (aaa). A second pv 8.2 catheter was attempted but would not track well over the guide wire. Per the physician, it would not transition smoothly. The patient did not experience any adverse events attributed to the catheter separation or the efforts to snare the tip. On (B)(4) 2012, the manufacturer was notified that the patient was not released from the hospital according to the original treatment plan as he died while in the hospital. Per the physician: the patient did not pass on because of the broken catheter tip, but from a spontaneous rupture from an outlying hospital and he arrived too late.

Manufacturer narrative:
(B)(4). The device was received by the manufacturer for evaluation. Upon initial observation it was it was received in two (2) separate pieces. The location of the separation was at the joint between the distal shaft and the transducer/scanner, approximately 20 mm from the distal tip. The distal tip was visually inspected and it was observed that the distal tip was in an accordion shape. The distal end was collapsed as thought it had been repeatedly stretched and torn jaggedly. Based on the physical examination of the device, it appears the device met severe resistance. The distal tip appears to have experienced stretching and compression as evidenced by its accordion shape. This type of failure is likely due to user handling. The IFU for this device has the following precautions: protect the catheter tip from impact and excessive force, do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire inside the patient, carefully remove both the wire and catheter and do not use. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, and sheath/guide catheter) at the same time. The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported within this lot for this same failure mode. Per the physician, the patient death is not attributed to the device product problem. Per the physician, the patient did not pass on because of the broken catheter tip, but from a spontaneous rupture from an outlying hospital and he arrived too late. The manufacturer requested a copy of the angiogram for this case. Once received, it will be reviewed by the organization's clinical affairs unit. If the review reveals significant additional information, then a supplemental report will be submitted.